Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The model # was not provided. Based on the serial number provided by the customer, device manufacture date could not be determined.

Event description:
The customer reported that she obtained two different readings on her two contour meters. She was feeling dizzy so she checked her blood glucose on a contour meter and obtained a reading of 69 mg/dl. She did not provide the reading obtained on the second contour meter. She was about to drink the orange juice as she was dehydrated. She fell on the floor, completely conscious but could not stand up. She called an ambulance and was admitted to the hospital for three days. She does not remember the medication given to her or if additional tests were performed. The customer declined to provide further information. The test strips are not expected to be returned. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. An in-house contour meter was tested with the in-house contour test strips from lot # 8dj3b03d, which gave satisfactory performance. Additionally, a device history record was reviewed for the contour meter used by the customer. There were no issues or abnormalities during the manufacturing of the meter.